Manufacturer narrative:
The lot number was provided for 1 out of 3 malfunctions; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. The information reviewed indicated that model rf310f vena cava filter allegedly experienced detachment of device or device component. This information was received from various sources. The three malfunctions involved patients with no reported consequences. Age, weight, and gender were not provided.

Event description:
This report summarizes two malfunctions. The information reviewed indicated that model rf320j vena cava filter allegedly experienced detachment of device or device component. This information was received from various sources. The two malfunctions involved patients with no reported consequences. One patient was male and all other patient details were not provided.

Manufacturer narrative:
H10: of the three reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80170. H10: the lot number was not provided for both malfunctions and a lot history review was not performed. The devices were not returned to the manufacturer for evaluation. For one malfunction, medical records were provided and reviewed. For both malfunction, the investigation is inconclusive for detachment. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.